Event description:
It was reported that implantable cardioverter defibrillator (ICD) exhibited a code 1005, indicating an open circuit condition. A review of the data confirmed the shocks provided were appropriate. There was a shocking impedance measurement greater than 145 ohms and therapy did not convert the arrythmia. Subsequently, the lead had to be laser extracted and was removed and a new lead and pulse generator was implanted successfully. No additional adverse patient effects were reported.